Event description:
It was reported during the radiofrequency (rf) ablation procedure, the pacemaker exhibited inappropriate pacing due to under sensing. There was no device issue reported after the ablation was over. No intervention was performed. The patient was in stable condition throughout the procedure.